Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. There was no dust present on the catheter, but a slight brown discoloration at the tip of the catheter. A potential root cause for this failure could be improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that upon opening a package there was dust found near the catheter tip. Per additional information received via email from ibc on 26jul2021, the dust was not found to the catheter tip of the returned sample. However, the dirt was observed to the catheter tip surface.